Event description:
A lidocaine drip was initiated via gemini pump. The pump was set to run at 15 cc per hour as per dr's order. Two hours later, the nurse was assessing the pt, who at that time was complaining of slight nausea, when she noted that 150 cc of the lidocaine was missing from the IV bag.